Event description:
The patient was undergoing a coil embolization procedure using ruby coils. While preparing the devices, two ruby coils became kinked and unintentionally detached and were not used. A ruby coil was dropped on the floor, rendering it unsterile and was not used.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00564 and 00565. The hospital discarded the device.